Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Investigation results: a visual examination of the complaint device was performed and found that the exit marker was bunched up on its distal side. The lumen inside the balloon was kinked, and the guidewire was kinked in the same location as the balloon lumen kink. The outer diameter of the catheter was found to be within specifications. The directions for use (dfu) states that a vacuum should be used when removing the protective sleeve and while advancing the catheter through the scope. The customer confirmed that a vacuum was not applied for either instance, which is consistent with the issues found in the investigation; therefore, the most probable root cause is user/use error. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, there was difficulty advancing the device through the biopsy channel of the endoscope. It was noted that the device seemed too big for the y-junction of the endoscope. Even after passing through the channel, there was difficulty passing the device into the patient from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results revealed that the exit marker was bunched up; therefore this is now an MDR reportable event.